Manufacturer narrative:
(B)(4). Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of varied injuries to offspring of pt as follows: the (B)(6) study will continue to evaluate the long-term (10 years) safety and effectiveness of these products. In addition, allergan has initiated a separate large 10-year postapproval study (the brest implant follow-up studies, or bifs) to address specific issues which allergan's core study was not designed to fully answer, as well as to provide a real-world assessment of some endpoints. The endpoints in the bifs large postapproval study include long-term local complications, connective tissue disease (ctd), ctd signs and symptoms, neurological disease, neurological signs and symptoms, offspring issues, reproductive issues, lactation issues, cancer, suite, mammography issues, and MRI compliance and results. Allergan will update their labeling on a regular basis with the results of these two studies. In addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after brest implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health.

Event description:
Pt reported varied injuries to offspring of pt and specified "breast milk made baby sick. He would cry and scream in pain", side not specified. No treatment or surgical reoperation has occurred, device remains implanted. MFR: 2024601-2014-00159 for the right side.